Manufacturer narrative:
Pharmaco-vigilance comment: the serious expected event of nodule at implant site was considered possibly related to the treatment. Serious criteria include the need for multiple medical interventions, and long standing event suggestive of permanent damage the case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product, or quality problem, and will not initiate a corrective, or preventive action. Manufacturer narrative: lot number was not reported.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 23-feb-2020 by a (B)(6)-year-old female patient, concerning about herself. Additional information was received on 25-feb-2020 from the same reporter. The patient medical history included arthritis, osteoporosis and thyroid issues. No information about history of allergies has been provided. Concomitant treatments included levothyroxine [levothyroxine], meloxicam [meloxicam], reclast [reclast], calcium [calcium], multi-vitamin [multivitamin] (dosage/frequency unspecified). The patient had previously received treatment with unspecified ha filler and juvederm. It ws reported that patient had three sessions of sculptra aesthetic over a three month period. The other two injection exact dates were unknown at this time, however they were in 2019. On an unknown date in (B)(6) 2019, the patient received treatment with sculptra aesthetic to bilateral cheek areas (unknown amount, lot number, injection technique and needle type). Unknown days later, on an unknown date in (B)(6) 2020, the patient experienced nodules/lumps(implant site nodule) under her skin. The patient had a large and many small nodules. Patient reported that she can feel some of the nodules under her skin and was developing more. On an unknown date in 2020, the patient was seen by her injector and had a kenalog [triamcinolone acetonide] injection to break up one large nodule. Patient then received a second kenalog injection on another date. On (B)(6) 2020, the patient has scheduled appointment for follow-up. As per follow up information received on 29-apr-2020, the patient condition was worse, and not better. The patient read something about sculptra given to people with autoimmune diseases, have a greater risk of nodules. The patient had disclosed about arthritis, an autoimmune disease to the physician. The physician did not mention the risk which made her think, there was not enough awareness of the potential risk. As per follow up information received on 23-sep-2020, the patient had an adverse reaction to sculptra aesthetic. The patient was still suffering from dozens of nodules/lumps under her skin. She had received several treatments with kenalog to soften the lumps. Some had became smaller, soften for a week and then hard. But on the most part, many were still both visible and palpable. It was reported that patient skin was ruined by these. Outcome at the time of the report: nodules/lumps was not recovered/not resolved. Tracking list: v.0 initial; v.1 fu received on 29-apr-2020 from the same reporter. Information about patient condition updated. V.2 fu received on 23-sep-2020 and 24-sep-2020 from the same reporter. Case upgraded to serious. Verbatim of event nodule at implant site updated. Corrective treatment changed from unspecified steroid to kenalog.